Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2016-00311. The patient reports a heating sensation at the lead pocket site regardless of stimulation being on or off. Follow-up identified the patient's requesting surgical intervention as the next course of action.